Manufacturer narrative:
It was reported that the cause of the type ib endoleak was a lack of iliacal seal. The aneurysm was noted to be approximately 55 mm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: enlw1613c120ee, serial/lot #: (B)(4), ubd: 04-dec-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately 8 years 6 months post index procedure, a type ib endoleak of the iliac branch of both limbs was identified. The event has not been assessed by the investigator or sponsor. No additional clinical sequelae were reported and the patient is being monitored.